Event description:
Newborn was being treated with high-flow nasal CPAP to maintain oxygenation at five cmh2o and fraction of inspired oxygen (fio2) 21%. Rcp staff use two liter IV type bags of "sterile water for inhalation" for the humidifier attached to the CPAP machine. In this instance, the CPAP machine was found to be alarming repeatedly. Day shift staff changed out the heater and pot but machine kept alarming. Night rcp was checking the equipment when she noted that the fluid in the warming pot appeared thick like syrup. The rcp checked the hanging fluid bag and discovered that it was labeled "70% dextrose". Because the rcp staff do not document when they hang a new bag of sterile water, it is difficult to know how long the dextrose was hanging. The rcp estimated there was at least 2/3 of the solution still in the bag at the time of discovery, and the reported problems with the humidifier had been happening during the day shift. The CPAP machine was removed from the patient, and the patient was suctioned nasally. The patient's lungs remained clear to auscultation. It appeared that the dextrose did not aerosolize but stayed in the warming pot. The 70% dextrose two liter bag is clearly marked "pharmacy bulk package not for direct infusion must be diluted". Pharmacy staff use this solution in the compounder to make up tpn (total parenteral nutrition). The solution should be delivered only to pharmacy, but apparently it was delivered to the neonatal intensive care unit (nicu) and stocked with the rcp fluids which were sterile water for inhalation. Following the discovery of the error, three more bags of the 70% dextrose solution were discovered and stocked in the nicu respiratory care carts. Materials distribution center was unable to identify the staff member who stocked the wrong solution in the nicu. The hospital currently has two types of sterile water for inhalation in stock. One, made by cardinal health, has blue writing, a blue IV port plug and has "inhalation" written three times in large font along the right side of the bag. It is labeled "sterile water for inhalation" and has fluid level markings from 200 to 1800 along the length of the bag on the left side. The second type of sterile water is made by carefusion, has small black writing and "inhalation" written in english and four other languages on the top right side of the bag. The IV port plug is clear. There are no fluid level markings on this bag. The 70% dextrose bag, made by baxter, has blue writing, with "70%" inside of a blue-outlined stop sign shape in two places on the front of the bag. Below the description of "dextrose injection usp 70%" is a blue outlined box with "pharmacy bulk package not for direct infusion must be diluted". The bag has fluid amount labels from 200 to 1800 along the right side of the bag. The IV port plug is blue. For all three bags, the back side have no markings. The pharmacy leadership is considering having the dextrose delivered to the pharmacy in the six-pack cartons, remaining sealed. Pharmacy staff would be used to stock the solution within the pharmacy instead of the current staff. The materials distribution center director stated that the two types of solution are not stored near each other in the warehouse, so they were unclear how the error was made. The pharmacy goes through two-three bags of 70% dextrose a day, and have one case, a six pack of the product kept in the pharmacy storage room for back up. They would be unable to keep more cartons as storage space is limited.